Manufacturer narrative:
First evaluation found to be sufficient. No new information has been received. A device history review was performed and there were no nonconformities associated with the manufacturing of this lot. A root cause could not be confirmed as the device functions as it should. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that the endoclamp catheter would not deliver cardioplegia. When attempting to deliver cardioplegia through the endoclamp, the perfustion's line pressure dropped as if "open to air" and the cardioplegia could not be delivered to aortic root. Anesthesia changed all their lines and the perfusionist checked all their lines, but they couldn't figure out what was wrong or where the cardioplegia was going. The surgeon had to use a long antegrade needle and eventually administer antegrade cardioplegia from the needle. No patient injury stated. Sales rep was in procedure during prep and did not notice anything out of the ordinary, but left procedure during this incident.

Manufacturer narrative:
Device evaluation is anticipated upon product return. Change in operative strategy, patient received additional incision to aortic root.

Manufacturer narrative:
Evaluation: the device balloon was still inside of the hemostasis valve of a 21fr arterial cannula upon opening the package for evaluation. The clamp balloon was removed from the arterial cannula. Water was introduced through all of the device lumens and the water flows from where it should with no leaking. The distal end of the device was clamped off to determine if there is interlumen leakage and no interlumen leakage detected during this test. Visually, the device has no defects. There are no visual or functional defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. The arterial cannula was tested by inserting the clamp device then retracting it out of the cannula. There are no defects detected with use of the cannula. A second evaluation is underway to determine root cause.